Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The evaluation confirmed the reported issue of a loose cable. Additionally the evaluation found scratches on the screen. Based on the results of the investigation, it is presumed that the cause was a failure of the main board. A definitive root cause could not be identified for the failure of the main board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus device cable connection on the back was loose and the image may not appear. There was no death or injury reported due to the event.